Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and other chronic/intractable pain (trunk/limbs). It was reported that towards the end of (B)(6) of 2016, the patient had a bad fall down a flight of steep stairs in his house and had black and blue bruises everywhere. Before the fall, the device was working so good and he had no pain at all. After the fall, he doesn¿t believe that the device ever worked right again. It was also stated that it did not work for the pain like it did before. Sometimes when the patient uses the patient programmer to turn the implant off with the stimulation off button and then turns the patient programmer screen off, he can still feel it tingling. This has been occurring since about 8 weeks after implant, confirmed as (B)(6) of 2016. The patient does not know if the patient programmer did not turn the implant off, or if it is the damaged nerve in his body that is still tingling. It was confirmed that when he turns the implant off, the patient programmer screen shows that the implant has been turned off. In the past when this happened,he had some x-rays taken, but they never took a look at his patient programmer. The patient confirmed that his patient programmer was working fine and that there was no damage to it. One time, he turned stimulation on all programs down to 0 volts and then turned the implant off completely, but he still felt tingling. The patient stated that it could just be the radicular neuropathy in his leg. It was confirmed that the radicular neuropathy and nerve damage were the reason for implant. There were no further complications reported.